Event description:
Patient 1 of 3. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: correction: the patient # 3 false positive has not come off the instrument again. Once it was deemed a false positive, it was placed back on the instrument and has not been deemed positive since (B)(6): (B)(6) 2023 20:55:36 (gmt). Patient #1: (B)(6) 2023. Lot # 3102725. Sequence # (B)(6). Customer doesn't know the sn of the fx this was tested on bcid2, lot # 1337923. Biofire was a dual positive - staph epi w/ meca resistance, c. Tropicalis culture grew staph epi. Gram stain was gram positive cocci in clusters. Result was note reported. Confirmatory testing was culture. Patient # 2: (B)(6) 2023. Lot # 3102725. Sequence # (B)(6). Bcid 2, lot # 1337923. Biofire was a dual positive - staph epi w/ meca resistance, c. Tropicalis. Culture grew staph epi. Gram stain was gram positive cocci in clusters. Result was note reported. Confirmatory testing was culture. Patient # 3: (B)(6) 2023. Lot # 3102725. Sequence #: (B)(6). Gram stain was "no organisms seen." Biofire detected c. Tropicalis only. Bottle was placed back on the instrument and deemed a false positive. Bottle was flagged positive again a few hours later, gram stain was nos, and the biofire results had no organisms detected. Customer placed bottle in incubator for manual incubation and did a blind sub and gram stain on day 3. Found gram positive cocci in clusters on the gram stain. See case # (B)(4) for record of false positives. (B)(6) : (B)(6) 2023 20:49:23 (gmt). Patient #1: (B)(6) 2023. Lot # 3102725. Sequence # (B)(6). Customer doesn't know the sn of the fx this was tested on bcid2, lot # 1337923. Biofire was a dual positive - staph epi w/ meca resistance, c. Tropicalis. Culture grew staph epi. Gram stain was gram positive cocci in clusters. Result was note reported. Confirmatory testing was culture. Patient # 2: (B)(6) 2023. Lot # 3102725. Sequence # (B)(6). Bcid 2, lot # 1337923. Biofire was a dual positive - staph epi w/ meca resistance, c. Tropicalis. Culture grew staph epi. Gram stain was gram positive cocci in clusters. Result was note reported. Confirmatory testing was culture. Patient # 3: (B)(6) 2023. Lot # 3102725. Sequence #: (B)(6). Gram stain was "no organisms seen." Biofire detected c. Tropicalis only. Bottle was placed back on the instrument and deemed a false positive. Bottle was flagged positive again a few hours later, gram stain was nos, and the biofire results had no organisms detected. Customer placed bottle in incubator for manual incubation and did a blind sub and gram stain on day 3. Found gram positive cocci in clusters on the gram stain. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details did a death occur? No. Did an injury occur? No. Did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 3 molecular fps if yes¿was patient treatment changed in result of erroneous results (provide details): no.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 11-sep-2023. H.6. Investigation summary: catalog: 442023, batch no.: 3102725. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention and returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention and returned samples and batch history record review results.

Event description:
Patient 1 of 3. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: correction: the patient # 3 false positive has not come off the instrument again. Once it was deemed a false positive, it was placed back on the instrument and has not been deemed positive since. (B)(6) patient #1: (B)(6) 2023, lot # 3102725, sequence # (B)(4). Customer doesn't know the sn of the fx this was tested on bcid2, lot # 1337923. Biofire was a dual positive - staph epi w/ meca resistance, c. Tropicalis culture grew staph epi. Gram stain was gram positive cocci in clusters result was note reported confirmatory testing was culture. Patient # 2: (B)(6) 2023, lot # 3102725, sequence # (B)(4), bcid 2, lot # 1337923, biofire was a dual positive - staph epi w/ meca resistance, c. Tropicalis culture grew staph epi. Gram stain was gram positive cocci in clusters. Result was note reported. Confirmatory testing was culture. Patient # 3: (B)(6) 2023, lot # 3102725, sequence #: (B)(4), gram stain was "no organisms seen". Biofire detected c. Tropicalis only bottle was placed back on the instrument and deemed a false positive. Bottle was flagged positive again a few hours later, gram stain was nos, and the biofire results had no organisms detected. Customer placed bottle in incubator for manual incubation and did a blind sub and gram stain on day 3. Found gram positive cocci in clusters on the gram stain. See case # (B)(4) for record of false positives (B)(6). Patient #1: (B)(6) 2023, lot # 3102725, sequence # (B)(4), customer doesn't know the sn of the fx this was tested on bcid2, lot # 1337923. Biofire was a dual positive - staph epi w/ meca resistance, c. Tropicalis culture grew staph epi. Gram stain was gram positive cocci in clusters result was note reported. Confirmatory testing was culture. Patient # 2: (B)(6) 2023, lot # 3102725, sequence # (B)(4), bcid 2, lot # 1337923, biofire was a dual positive - staph epi w/ meca resistance, c. Tropicalis culture grew staph epi. Gram stain was gram positive cocci in clusters. Result was note reported. Confirmatory testing was culture. Patient # 3: (B)(6) 2023, lot # 3102725, sequence #: (B)(4), gram stain was "no organisms seen". Biofire detected c. Tropicalis only. Bottle was placed back on the instrument and deemed a false positive. Bottle was flagged positive again a few hours later, gram stain was nos, and the biofire results had no organisms detected. Customer placed bottle in incubator for manual incubation and did a blind sub and gram stain on day 3. Found gram positive cocci in clusters on the gram stain. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details did a death occur? No. Did an injury occur? No. Did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 3 molecular fps if yes¿was patient treatment changed in result of erroneous results (provide details): no.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.